Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. The customer was advised the proper troubleshooting steps and to call back if the issue reoccurred. The customer called back and reported that the insulin pump alarmed power loss even after a battery cap replacement. The customer was assisted with power loss alarm troubleshooting. The customer stated that the insulin pump was not stored, not in used for an extended period of time, or was without battery greater than ten minutes. The customer was advised to insert a new battery. The customer stated that the insulin pump alarm power loss again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.